Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the physician suspected high lead impedance but, upon opening the patient's pocket, the physician discovered the set screw was not tight and so the physician tightened the set screw. The patient was stable before, during and after the procedure.